Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on the 4th day of npwt utilizing a pico 7 15cm x 20cm, when the dressing was exchanged and the start button of the pump was pushed, it generated an irregular motor sound, then all the indicator lamps illuminated and it stopped working. The therapy was completed using a smith-nephew back up without delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: we have now concluded our investigation into the complaint reported. The device used in treatment has been returned and evaluated establishing a relationship with the reported event. The visual inspection did not identify any issues, when fresh batteries were inserted, all indicator lamps were solidly illuminated and the device did not function. Device performance data showed that the device entered a non-recoverable error state for safety reasons as the device was faulty. Potential root causes include external pressure source and environment. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.